Manufacturer narrative:
Based on the claim against the product by the customer noting an "incomplete seal cycle" message, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site was able to use the synchroseal instrument on the universal surgical manipulator (usm) 4 without further issue. An intuitive surgical inc. (Isi) technical support engineer (tse) explained about the message and conditions to cause incomplete seal cycle. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, an "incomplete seal cycle" message occurred while using the synchroseal instrument. The customer confirmed that they were able to use the synchroseal instrument on the universal surgical manipulator (usm) 4 without further issue. An isi technical support engineer (tse) explained about the message and conditions to cause incomplete seal cycle. The procedure was completing as planned robotically with all arms. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, an 'incomplete seal cycle' message appeared but there was no damage noted on the instrument jaw. The site was not able to recall if they heard any tones. Tissue effect was observed during the sealing/synch cycle. The jaws did not come into contact with a clip, suture, staple, or other metal objects and were immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. The patient had no injury/harm. No unexpected additional bleeding experienced by the patient. The site used the same synchroseal instrument to continue the procedure after the issue occurred.